Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The helix was extended and there was tissue entwined in the helix. There were cuts noted in the insulation, the suture sleeve was bunched in a couple of places. The lead was determined to be electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that during a post operative device check, loss of capture (loc) was observed. A chest x-ray was performed which revealed the lead to be in a stable position. The lead was revised. One week later, loc was again observed. Another chest x-ray was performed which showed a stable position of the lead. The patient was seen for another revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported. The lead was returned for analysis.